Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 16mm synergy xd drug eluting stent was selected for use. However, it was noted that the distal part of the stent strut was flared when passing through the lesion. The procedure was completed with another of same device. There were no patient complications nor injuries reported.